Event description:
A malfunction alarm occurred, indicated by malfunction code 12, and there was no adverse impact on the customer's blood glucose level. The fault code was resettable, and the customer had not previously reset the pump within the last 24 hours. Technical support provided pump reset instructions and assisted in resetting the pump, after which the malfunction code did not recur. The customer was informed they could continue using the pump and advised to call back if the issue recurred, and they acknowledged and understood these instructions.